Event description:
It was reported that the during pre-test sterile water did not drain out about 3cc from the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pre-test sterile water did not drain out about 3cc from the foley catheter balloon.

Manufacturer narrative:
The reported event is unconfirmed. Photo: visual evaluation of the returned four-photo sample noted one opened (without original packaging), silicone foley. Visual inspection of the first photo sample noted the overview of the of catheter. The second photo shows the catheter deflated balloon. The third photo shows the catheter trifurcation. The fourth photo shows the inflation valve cap. Visual: received 1 all-silicone foley catheter. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Complete initial reporter facility name: kagoshima university hospital, national university corporation UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.